Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. As the taxus express2 3.5x20mm drug eluting stent was being removed from its packaging, the stent strut flared. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The delivery device with the stent crimped on the balloon was returned for analysis. Examination of the stent revealed damage to the distal end. The distal stent exhibited slight compression damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The exact cause of the stent damage and the difficulties experienced during the procedure could not be determined.